Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked on (B)(6) 2024, when the nurse in charge used a closed intravenous indwelling needle to infuse the patient with 5% glucose injection, she checked that the outer packaging was intact. During the validity period, when she used the closed intravenous indwelling needle for infusion, she found that the closed intravenous indwelling needle was intact. There is leakage at the connection between the intravenous catheter and the heparin cap. The closed intravenous indwelling needle was immediately replaced to infuse the patient without causing any harm to the patient.

Manufacturer narrative:
No defective samples and photos have been received for the complaint. DHR review and retained sample analysis are not performed as the batch code (401670) of this complaint is wrong. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment alarms and removes the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Recommendation: tighten the prn before use to prevent leakage. Conclusion(s): because the batch code of this complaint is wrong, the defective sample has not been received for relevant testing, and the usage of the sample is unknown, so the root cause of the leakage at the connection between the indwelling needle and the prn cannot be confirmed.

Event description:
On (B)(6) 2024, when the nurse in charge used a closed intravenous indwelling needle to infuse the patient with 5% glucose injection, she checked that the outer packaging was intact. During the validity period, when she used the closed intravenous indwelling needle for infusion, she found that the closed intravenous indwelling needle was intact. There is leakage at the connection between the intravenous catheter and the heparin cap. The closed intravenous indwelling needle was immediately replaced to infuse the patient without causing any harm to the patient.